Event description:
Rep states the frame is bent, not out of box, not early life.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.